Event description:
The tech alleged the bed exit alarm is not loud enough to be heard. No injury reported.

Manufacturer narrative:
The tech found the alarm on the scale board is very low. The tech replaced the scale board to resolve the issue.